Event description:
Device 1 of 2, MFR report # 1627487-2018-01561. Additional follow up revealed that patient has stated that device is providing effective therapy and will not seek a revision surgery.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1of 2: MFR report # 1627487-2018-01561. It was reported that the patient¿s scs system did not provide effective therapy. Multiple reprogramming did not resolve the issue. Surgical intervention may be pending to address the issue.